Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent lysis of adhesions on (B)(6) 2013 during which the surgeon noted several loops of bowel stuck to meshes and performed an adhesiolysis. It was reported that the patient underwent partial removal surgery on (B)(6) 2017 during which the surgeon noted the umbilicus was chronically inflamed. It was reported that the patient experienced pain, inflammation and nausea. The other procedure is captured in a separate file. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.